Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 27 mmol/l. The customer reported that he had forgot to accept bolus to start after his lunch. The customer received the change sensor alert. The troubleshooting was not performed for high glucose. The sensor will not be returned for analysis.